Event description:
International affiliate reports that the tip of the driver sheared off into a screw head during final tightening. The tip could not be retrieved and was impacted further into the implanted screw head and camlocked in place. There were no adverse consequences to the patient.

Manufacturer narrative:
Depuy spine has requested return of the screwdriver for evaluation. No definitive conclusions can be made at this time. However, tip breakage is likely the result of the application of atypical force upon the instrument during screw tightening. A follow up medwatch report will be filed if the evaluation of the returned screwdriver reveals something other than that which is stated above. Additionally, the broken tip is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, the material is resistant to corrosion in a variety of environments, including blood. The specification for the product requires passivation which further increases the material's resistance to corrosion.